Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # 04.005.522s, lot # 8l08147, release to warehouse date: 16 april 2021, expiration date: 01 april 2031, supplier: (B)(4), product code: (B)(4). Lot number: 95p5688, manufacturing site: (B)(4). Release to warehouse date: 11 mar 2021. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for the tibial shaft fracture with the screws and an expert tibial nail. The surgery was completed successfully without any surgical delay. The patient started postoperative rehabilitation and was in full weight-bearing rehabilitation state one week after the surgery. In a follow-up check 1 month after the surgery on (B)(6) 2021, the surgeon found screws had backed-out. In addition, the patient complained of feeling strange sensation of the skin. Revision surgery was performed on (B)(6) 2021. No further information is available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 32mm f/im nail-ster. This is report 3 of 4 for complaint (B)(4).